Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: during surgery on a humeral condylar fracture the surgeon tried to insert two (2) variable angle (va) locking screws through the distal end of the screw holes there was resistance and the surgeon was unable to lock the screw as it kept spinning. The surgeon cleaned the soft tissue and blood from between the screw heads and screw hole and tried to reinsert the screws, yet the screws still would not lock. The surgeon tried a third time by using another driver-shaft connected to wood, rather than the torque-limiter that was being used; however the screws still would not lock. The surgeon decided to continue the surgery without removing the unlocked screws. The surgery was completed with the screws remaining in the patient's body, and there were no adverse consequences to the patient. However, due to the event the surgery was delayed for 10 minutes. This report is for two (2) unknown va locking screws, 2.7. This is report 2 of 2 for (B)(4).